Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer¿s insulin pump received an unexpected restart after changing the battery and also had an error alarm. The customer¿s blood glucose level was unknown. It was reported that the customer had changed the battery and the pump was not working. The customer was advised to continue to wear the pump until a replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the unexpected restart error test and displacement test. No unexpected restart error alarm after battery change noted.